Event description:
Information was received indicating that one month following placement of a smiths medical portex® blue line ultra® tracheostomy tube the patient had complaints of high secretion discharge and was admitted to the hospital. Leakage and water droplets were observed to the pilot balloon, so it was required to change out the trach tube. There were no further reported adverse effects.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) . Returned product was visually inspected from 12" -16" under normal conditions. No abnormalities were noted upon visual inspection. When testing was done by inflation and immersing in water no discrepancies were found after 24 hours. Quality review was done on for p/n 100/870/090 l/n 3958759 and no malfunctions noted on 32 units testing at 100%. The complaint was not verified and no fault could be established. Preventative action was taken by quality engineer on 21/may/2020 about failure mode reported by the customer. Updated fields b 1, b 3, b 4, b 5, d 10, h 1, h 2, h 3, h 6, h 10.

Event description:
Investigation results completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) . Summary in h 10.